Event description:
It was reported that during the implant, the atrial lead had no pacing output, had sensing difficulty, was undersensing, did not capture, had high impedance and high thresholds, and needed to be repositioned. The lead was explanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. There was blood in/on the helix mechanism.